Event description:
It was reported that the pump usb port was damaged and could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. In addition, it was reported that the customer received multiple continuous glucose monitor error 42. The customer's blood glucose level ranged from 100 to 250 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.